Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance was observed and had remained high for almost 2 years. The lead was capped.